Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient lost stimulation coverage due to paddle lead migration verified by x-ray. The patient underwent a lead repositioning procedure and was doing well postoperatively. Nothing was added or removed during the procedure.